Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the reported failure. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use check, the cs300 intra-aortic balloon pump (iabp) units screen has a red fuzzy line. There was no patient involvement.